Event description:
The new screw can not run in the surgery, dealer requested to replace new.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.